Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during implant of the leadless implantable pulse generator (ipg), the patient experienced tamponade. The leadless ipg was deployed in the low septal region with three tines engaged. All measurements were good, except for the thresholds were high, so the device was recaptured for repositioning. Cardiac silhouette was then noticed to be not moving after device retrieval. Pericardiocentesis was performed successfully and a bedside echocardiogram confirmed no further accumulation. The patient was taken to intensive care unit (ICU) for overnight observation. The leadless ipg system was attempted not used and the case was abandoned after tamponade. No further patient complications have been reported as a result of this event.